Event description:
Patient was on invasive ventilatory support, and humidifier alarm was going off with temp showing 31.2c which was communicated to respiratory therapist. Clinical engineering was called to let them know that the respiratory therapist thinks that air blowing from the vent duct causing the temperature drop on the humidifier. Sometime in the morning, vent started to alarm as low expiratory volume. During this event patient noted to have gradual desaturation. Vent not working/ inability to provide adequate humidification during ventilation support.